Event description:
Information received from the field does not address the patient's clinical status but notes an av delay error during a routi ne follow-up evaluation.~

Manufacturer narrative:
The eval of holter monitoring revealed no episodes of accelerated av pacing or any other behavior suggesting a pacemaker malfunction. The two apparent cycles of av pacing were believed to be a recording artifact. The device remains implanted and functioning normally. Co therefore consider this report complete to the best of co's knowledge.